Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose (bg) level was 250 mg/dl. Customer changed supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.